Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a r-wave amplitude measurement issue. It was noted the r-wave amplitude measured 0.875-1.625 millivolts, (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing with a low r-wave sensing measurement. The rv lead was replaced and remains in the patient but out of service. No patient complications have been reported as a result of this event.